Manufacturer narrative:
Concomitant medical products: 310f25 implantable tissue valve: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was noted to have been capped as unusable. No further information could be obtained after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited a gradual increase in impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.